Event description:
It was reported that a patient experienced stroke post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in the left transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Thirty minutes post procedure the patient experienced right arm weakness in the intensive care unit (ICU). Imaging performed revealed the stent was patent and there was no noted bleed. Further imaging was performed and revealed a left basal ganglia ischemic stroke. The symptoms have not been resolved, and the patient is currently hospitalized.